Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
General report received of an unspecified number of undocumented incidents of the pump delivering less than intended. The pump was returned to the biomedical engineering department with a note that stated, "had earlier problems where full bags of chemo not infusing despite right volume infused indicated by pump." No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events while the pump was in clinical use. During testing at the user facility, the pump delivered less than expected. Though requested, no additional information was provided.